Event description:
It was reported that prior to a procedure a faradrive steerable sheath clear was selected for use. When the sheath was aspirated via syringe during preparation bubbles were observed. Two syringes were exchanged, but bubbles appeared during aspiration again. The sheath was exchanged and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a procedure a faradrive steerable sheath clear was selected for use. When the sheath was aspirated via syringe during preparation bubbles were observed. Two syringes were exchanged, but bubbles appeared during aspiration again. The sheath was exchanged, and the procedure was completed. No patient complications were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory, visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.